Manufacturer narrative:
No patient injuries were reported. The device history record confirms that the product passed and met all requirements before releasing. Field site engineer (fse) was not able to duplicate the customer's issue. Device was found to be operating as intended within specification. To assure issue does not happen again, fse replaced the customer's foot pedal. Although additional information was requested, there was no additional information made available from the customer site despite multiple requests from clinical. Due to the site reporting unintended discharges of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that picosure pro was firing on its own without operator pressing onto the foot pedal. Site then restarted the system and laser was firing perfectly without issues.